Event description:
This pt experienced adverse reactions shortly after heparin administration on multiple occasions. The investigatiion indicates that this pt experienced an allergic reaction to administration of heparin in bolus. Medical evaluation and test results suggest that the medisystems blood lines did not cause or contribute to the incidents. The blood lines in use were investigated, tested, and found to meet all required performance and quality criteria.